Manufacturer narrative:
The baxter technician found the head end siderail cables needed to be replaced. Per the baxter service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Make sure the head and foot siderails are not bent or twisted. Make sure the latch mechanism operates correctly. An audible click must be heard. Remove the siderail cover, and make sure the mounting screws are tight. Repair or replace the siderail as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jan 17, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the head end siderail cables to resolve the reported event. Based on this information, no further action is required.

Event description:
On 27-dec-2025, a company representative - service personnel contacted technical service to report that careassist es155/255/455, nul (product code p1170ghpg0001, serial number (B)(6)), had multiple articulation self run. There was no patient/user injury, medical intervention, symptom, or adverse event reported.